Event description:
On (B)(6) 2024 an ilet user called in to say she thinks the device is malfunctioning or not working how it should be. The user did mention she's been sick, not feeling 100%, has been stuck away from home and recently had covid. The user reported she's had a lot of low blood glucose (bg) episodes recently. The user stated she needed help "the other night" from another person in her home to get snacks to treat her low bg. The exact date of this low bg event is unknown. The user is feeling like the ilet is giving her too much insulin around her meal announcements.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Review of the engineering logs showed the ilet is not malfunctioning. Alert data from (B)(6) 2024 through (B)(6) 2024 was reviewed with no malfunction alerts found. No factory resets were found in the entire log history. No fault can be found with the ilet based on the engineering logs. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Review of the ilet report shows no overnight hypoglycemia in the week prior to the user reporting the event. However, there are two occasions of hypoglycemia in the evening time following a meal announcement. Based on the review of both events it appears they could have chosen the wrong size meal announcement or announced late resulting in hypoglycemia. Further review of the report showed potential overtreatment of hypoglycemia and possibly using meal announcements to correct hyperglycemia, all of which can lead to additional hypoglycemia. We are unable to determine a root cause due to the user being unable to provide a specific date related to the event reported.